Manufacturer narrative:
Investigation conclusions: iradimed corporation's examination of the pump determined the 3860 pump operated normally, and the event could not be duplicated. No problem was identified that could have caused this event. The infusion set used at the time of the event was discarded by the hospital, and therefore was not available for examination or testing. The examination of the pump's history/event log did not identify any action that can account for the event. As a result of these findings, an iradimed corporation representative (clinical nurse) visited the hospital on (B)(6) to review the operation of the pump with the staff. This was the second similar report received from this hospital within the last 45 days. During this training, it was determined that the nurses involved with the event had manually pressed in the free-flow preventer of the patient's infusion set after installing the infusion set into the pump, which will allow flow to occur. This was performed before the pump was powered on and the pump door was closed. The nurses mistakenly thought this was necessary to ensure the set was properly installed. This can account for the reason the pump indicated a check door alarm immediately when powered on, and a free-flow condition existed which was observed by the nurses. A complete re-inservice training was performed for the staff, with emphasis on the proper installation and removal of the infusion set, and operation of the free­ flow preventer. From the information available, the probable cause of this report was the inappropriate opening of the free-flow preventer of the infusion set in the pump by the user. The proper method of installing the infusion set is described in the operator's manual. The instructions warn that the free-flow preventer must be closed or free-flow conditions can result. (B)(4).

Event description:
Prior to an MRI scan, during the pt setup, the pt's IV was transferred from their original pump to the MRI pump. The nurse noted the fluid was dripping faster than anticipated, and did not connect the fluid to the pt. At the time of the event, the 1056 standard infusion set was used with the pump, but this had been discarded following the event. The pump was replaced with another without any problems. No pt injury resulted from this event.